Manufacturer narrative:
The operator¿s manual notes the remote control is a wireless, handheld, battery operated device that uses infrared light to communicate with the system console. Each of the different keys on the remote control unit has its own unique key code that is transmitted to the system console when the key is pressed. The transmitted key codes are translated into commands that control the system console. The operator¿s manual includes the warning: the remote control is common to several company instruments. To keep the remote from interfering with other company instruments, each remote control must be set to match the unique channel (a, b, c, or d) of its associated instrument. Changing batteries will cause the remote to default to channel a; therefore the remote may need to be reset to the instrument's unique channel as described in "selecting remote control channel." The operator¿s manual includes the caution: do not sterilize the remote control as it will damage the unit. The company service representative examined the system and could not duplicate the problem reported. The customer replaced the remote battery and company service representative instructed the customer how to change the remote control channel. The company service representative explained to the customer that when batteries are replaced they must activate any button on the remote to remove battery low reading from the main screen. The system was then tested and met all product specifications. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the battery low symbol displayed and the system settings were changing. The settings had to be changed continuously during the case. The procedure was completed without patient harm. The customer called technical services and was told to take the battery out of the remote. However, this did not solve the issue. The channel on the system was changed and this made the battery symbol go away.